Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. The device evaluation found there was no failure identified in the angulation cables that could cause the control knobs to lock. In addition, the following reportable malfunctions were identified during the device evaluation: air/water valve residue buildup due to possible reprocessing failure. A root cause could not be identified. Based on the results of the investigation, a probable cause of locked angulation cables could not be detected as it was confirmed that there was no problem with the device and the reported problem could not be reproduced. A probable cause of the air/water valve residue buildup is traced to maintenance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a colonoscopy procedure, the colonovideoscope's angulation cables were locked. The colonovideoscope became stuck at an angle in the patient's intestinal cavity, in the sigmoid colon, where it was unresponsive to movement of the handle. The patient was then transferred from the endoscopy unit to the operating room, and the surgery was turned into an open procedure. The general surgeon was able to remove the colonoscope. After removal, the colonoscope was tested for movement and retro vision in the operating room, and the colonoscope responded normally. After the surgery, the patient was transferred to the ICU (intensive care unit). It was reported that the patient was stable and was under observation. There were no further reports of patient harm.